Manufacturer narrative:
Failure analysis noted that they inspected one opened enlite sensor and performed bicarbonate buffer test. The sensor failed due to high readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 227 mg/dl and sensor glucose was 75 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.